Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the patient side manipulator (psm). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a vinci-assisted surgical procedure, the customer informed the technical support engineer (tse) that patient side manipulator (psm) #1 insertion axis could not move. Prior to calling, the customer reseated the instrument and drape, but issue remained. The customer then used psm 3 to continue the procedure. Then the customer was inconvenient to do more troubleshooting, the procedure was completed as planned with no reported injury. Intuitive surgical followed up with the initial reporter and obtained the following additional information. The tech support engineer informed the surgeon disable the arm at first, then used arm 1 to replace arm 1 to do the surgery normally. The procedure was completed with 3 arms. There was no patient harm. The field service engineer replaced the patient side manipulator on 10/24/2024, perform brake test, system verification and electrical safety procedure all passed. The patient demographics were provided.

Manufacturer narrative:
The patient side manipulator (psm) was found to have insertion axis issues after installation on a golden system for sine cycle testing.

Event description:
Refer to h11 for follow-up information.